Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that an arrow spring wire guide (swg) 0.18" broke within the femoral vein during successful cannulation in a pediatric patient within the last 2 months. They were unable to remove it at the current facility and transferred the patient to a different hospital. The broken tip was removed in the interventional radiology department under fluoroscopy by snare tip catheter. The patient outcome is unknown.